Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 40cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. The midshaft presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however, the shaft of the device was fractured while outside the patient's body. The device was simply and completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced to the lesion; however, the shaft of the device was fractured while outside the patient's body. The device was simply and completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.